Event description:
It was reported that, upon thawing at a transplant center, cracks were noted in both the 5 and 20 ml compartments of the freezing bag. In the 5 ml compartment the crack was near the heat seal. In the 20 ml compartment the crack was away from the seal. No info was provided as to the disposition of the contents of the freezing bag. No pt sequelae were reported.

Manufacturer narrative:
Device evaluation started, but not yet completed. Add'l lot# ca9v13.